Event description:
The pt experienced a lack of therapeutic effect. The pump was explanted due to 'mismanagement'. It was not replaced. The pt recovered without sequela. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The pump was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.